Event description:
A home pt contacted baxter technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1 of 1 of her automated peritoneal dialysis therapy. Reportedly, the home pt discovered a supply bag had become disconnected from a supply line for an unk reason. Baxter's technicial service center assisted the home pt in ending the therapy early. The home pt completed therapy with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.